Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator and pt programmer were damaged when she was physically thrown out of her apartment. The pt received an out of regulation error message on her pt programmer. Additional info has been requested, a follow-up report will be sent if additional info becomes available.